Event description:
The hcp reported an inflammatory mass. No other clinical data was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.